Event description:
Additional information was received that the physician discussed the replacement procedure with the patient, however the patient has currently decided to not have the procedure. The field representative re-iterated to the physician that therapy can't be guaranteed. The physician stated he would relay that to the patient. The field representative has not been made aware of a change out procedure to date. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that during a capacitor reformation two codes displayed. Boston scientific technical services (ts) was consulted and discussed the codes indicated a long charge time and a charge time out. Engineering analysis found that starting eight months earlier, the subcutaneous implantable cardioverter defibrillator (s-ICD) was not functioning as expected and replacement was recommended. At this time, the s-ICD remains in service and no adverse patient effects were reported.